Event description:
Site leaking; break/hole in catheter noted just distal to the securement wings when flushing white (23ga) lumen.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
One 2.6f double lumen PICC was returned for evaluation. A visual inspection didn't reveal any outward physical damage. The catheter leaked at the lumen to hub juncture when flushed. The device was forwarded to the engineering department for evaluation. Summary: two suppliers were contacted regarding the failure-the supplier who extrudes the lumen and the supplies who molds the catheter hub. The supplier that extrudes the lumen reviewed their processes and tooling and found several possible contributing factors. Factors which include screw speed, processing temperature, tooling, material suppliers and inspection methods. While no definitive root cause could be determined, the supplier did make several changes in order to minimize this type of occurrence. The supplier that molds the catheter hub also reviewed their processes and tooling and found no contributing factors.